Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed displayable history check failed on startup . Customer's blood glucose reading was 140 mg/dl. Advised customer to monitor the pump and call back if the alert occurs again. Product is not being returned or replaced.